Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and shocks for what appears to be a sinus tach in the ventricular tachycardia (vt) zone. Therapy was exhausted but the device remains in service. Reprogramming was recommended by boston scientific technical services (ts), therefore the device was reprogrammed. No adverse patient effects were reported.